Event description:
The patient stated, she has had high blood glucose for the last 6 months. She stated the power packs are the reason for high readings. She stated that, in the summer, before the power pack recall, she had 2 occurrences where the screen of her infusion device went blank. She stated she remidied this by changing the power pack. She has had no other issues with her screen or short lived power packs since that time just continued high blood glucose readings. She stated that one morning at 4 a.m. She had a reading between 4-5 mmol/l (72-90 mg/dl) and at 8 a.m. Her blood glucose level was at 27 mmol/l (486 mg/dl). Her normal range is 7-11 mmol/l (126-198 mg/dl). She stated that over the last 6 months she has been as high as 39 mmol/l (702 mg/dl). Her symptoms of high blood glucose are feeling sleepy and irritable. A company representative attempted to contact the patient to gather additional information regarding her elevated blood glucose readings, but attempts were unsuccessful. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.